Event description:
Locator abutment fractured and the screw portion was stuck in the implant.

Manufacturer narrative:
The pt lost the top portion of the abutment that broke off and the bottom portion is stuck in the implant; therefore, the fractured abutment is not available for direct eval. There are several methods to retrieve the abutment screw; however, the potential worst-case scenario would involve the clinician removing the implant in order to retrieve the abutment screw. This potential scenario would lead to the pt requiring additional surgical treatment to replace the implant (considered as severity 3 = serious harm). Fracture in the threaded area of the abutment is typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant MFR. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture. Since the clinician did not provide the corresponding lot number for the implant, zest was unable to review the specific lhr records. However, all zest products that are shipped out must meet their specific product specifications and must be approved for product release. Any issues are successfully resolved prior to the release of all parts. No further action is required.